Event description:
It was reported that during a knee arthroscopy procedure the quantum 2 surgery system produced a burning smell. No pt complications were reported as a result of this event and the procedure was completed by using a backup quantum 2 surgery system.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.